Event description:
During an interview with the surgeon on (B)(6) 2013, it was reported that "months ago" a burn was found on the patient's ear at the conclusion of a three-hour mastoid surgical procedure performed with an opmi pentero 900 surgical microscope system. The light intensity was found to be at 100% at the conclusion of surgery. It was further reported that the patient's burns were either second or third degree. The event date, patient information and the instrument serial number of the opmi pentero 900 microscope used during the surgery were not provided.

Manufacturer narrative:
There are two opmi pentero 900 microscopes on site: sn (B)(4) manufactured on 2012-02-24 and 2012-03-09. Which microscope was used during the surgery is unknown. The incident occurred some "months ago" and could not be specifically investigated. The user manual has a 3-page section titled "risk of burn injuries caused by high illumination intensity" which discusses system-related factors, surgery-related factors, patient-related factors and recommendations. In the "preparations for use" section, the manual states: "the light intensity is preconfigured in the factory settings to show a warning on the touchscreen when a threshold level of 25% is reached, thus informing the user of possible tissue damage when the light intensity is too high." Note: the data injection system displays information in the field of view. (B)(6).